Event description:
Information received indicates when the account puts the bed into brake; the brake caster will still roll.

Manufacturer narrative:
The technician adjusted the brake engagement on casters to repair the stretcher.